Manufacturer narrative:
Additional information: the device has been explanted. It has not been received for investigation yet. When returned to the manufacturer and available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted. The device has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the recipient's report. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.